Manufacturer narrative:
The end user reported that she was getting out of the car and fell when the rollator moved to the left. She suffered a laceration to her leg when she fell to the ground that required 13 sutures. The sample was evaluated and found to be assembled incorrectly. The left brake and wheel had been assembled incorrectly prior to use contrary to instructions stated in the owners manual. No manufacturing defect was identified.

Event description:
The end user fell while using the rollator and suffered a laceration to her leg.